Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor remained in the patient's skin. Reportedly, the sensor was inserted at the patient's abdomen on (B)(6) 2015, by the patient's physician. Patient stated they would contact their doctor. It is unknown if the patient obtained medical treatment; however, an attempt to gather additional information was made on 08/26/2015, and the patient would only state that the problem was squared away. No additional event or patient information is available.